Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer required assistance from their son to address bg via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer received a resume pump alarm due to suspending insulin delivery for an hour to take a shower. The customer was instructed to consult with the healthcare provider regarding bg level.